Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: device had migrated but unsure where/migration of essure device location of device:coils seen in part of endometrial cavity, not visualized in left tube, questionable position of left coil") and device breakage ("during removal only able to remove one side, I still have part of essure still inside of me") in an adult female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, breast carcinoma and mastectomy bilateral. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension, high cholesterol, abdominal pain, breast cancer and hemorrhagic cyst. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) bled for 5-6 weeks everyday") and menorrhagia ("abnormal bleeding (menorrhagia) bled for 5-6 weeks for everyday"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("complication of device removal") and abdominal pain lower ("across lower abdomen about 1-2 inches from naval/cramping"). The patient was treated with analgesics, surgery (to remove the essure implant) and alternative therapy (d and c). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device breakage, complication of device removal, vaginal haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, complication of device removal, device breakage, device expulsion, dysmenorrhoea, menorrhagia, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (date of removal 2016 and 20dec2013 discrepancy was noted), right tube # of coils: 4 left tube # of coils: 6, on (B)(6) 2013, one device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hsg: 13nov2013, 03dec2013, 09oct2013: coils seen in part of endometrial cavity, not visualized in left tube. They could not see the device in the left tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, device expulsion, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: device had migrated but unsure where/migration of essure device location of device:coils seen in part of endometrial cavity, not visualized in left tube, questionable position of left coil") and device breakage ("during removal only able to remove one side, I still have part of essure still inside of me") in an adult female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, breast carcinoma and mastectomy bilateral. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension, high cholesterol, abdominal pain, breast cancer and hemorrhagic cyst. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) bled for 5-6 weeks everyday") and menorrhagia ("abnormal bleeding (menorrhagia) bled for 5-6 weeks for everyday"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("complication of device removal") and abdominal pain lower ("across lower abdomen about 1-2 inches from naval/cramping"). The patient was treated with analgesics, surgery (to remove the essure implant) and alternative therapy (d and c). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device breakage, complication of device removal, vaginal haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, complication of device removal, device breakage, device expulsion, dysmenorrhoea, menorrhagia, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (date of removal 2016 and 20dec2013 discrepancy was noted), right tube # of coils: 4 left tube # of coils: 6, on (B)(6) 2013, one device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hsg: (B)(6) 2013, (B)(6) 2013, (B)(6) 2013: coils seen in part of endometrial cavity, not visualized in left tube. They could not see the device in the left tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, device expulsion, ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: device had migrated but unsure where, reproductive system disorder or condition type of disorder or condition: ovarian cysts, migration of essure device location of device:coils seen in part of endometrial cavity, not visualized in left tube, dysmenorrhea (cramping), pain, weight gain / loss specify which one: weight gain, device breakage and were added. Patient's medical history was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: device had migrated but unsure where/migration of essure device location of device:coils seen in part of endometrial cavity, not visualized in left tube, questionable position of left coil') and device breakage ('during removal only able to remove one side, I still have part of essure still inside of me') in an adult female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, breast carcinoma, mastectomy bilateral, fibrocystic breast, uterine tenderness and abdominal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension, high cholesterol, abdominal pain, breast cancer and hemorrhagic cyst. Concomitant products included tamoxifen. On (B)(6) -2013, the patient had essure inserted. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) bled for 5-6 weeks everyday") and menorrhagia ("abnormal bleeding (menorrhagia) bled for 5-6 weeks for everyday"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("complication of device removal"), abdominal pain lower ("across lower abdomen about 1-2 inches from naval/cramping") and post procedural haemorrhage ("post procedural bleeding"). The patient was treated with analgesics, d and c and surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device breakage, complication of device removal, vaginal haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, weight increased, abdominal pain lower and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, complication of device removal, device breakage, device expulsion, dysmenorrhoea, menorrhagia, ovarian cyst, post procedural haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (date of removal 2016 and (B)(6) 2013 discrepancy was noted), right tube # of coils: 4 left tube # of coils: 6, on (B)(6) 2013, one device was removed. Right tube # of coils: 4 left tube # of coils: 6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Ultrasound pelvis - on (B)(6) 2013: transabdominal and transvaginal pelvic ultrasound findings: an intrauterine device appears appropriately positioned within the endometrial canal. Impression: complex 32 mm sized left ovarian cyst likely represents a hemorrhagic cyst. Follow-up. Imaging is suggested to confirm resolution in 2-3 cycles. Intrauterine device appears appropriately positioned.; on (B)(6) 2013: essure coils seen in part of endometrial cavity (and rt fallopian tube; not visualized in lt fallopian tube). Impression: lt ovarian complex structure decreased on size (1.8 x 1.8 cm ) second new complex cyst also noted 1.2 x 0.9 cm.. Hsg: (B)(6) 2013, (B)(6) 2013, (B)(6) 2013: coils seen in part of endometrial cavity, not visualized in left tube. They could not see the device in the left tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, device expulsion, ovarian cyst. Pelvic pain, .left lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jun-2020: social media received. Reporter's information added. Event:post procedural bleeding were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('during removal only able to remove one side, I still have part of essure still inside of me') and device expulsion ('malposition of essure device location of device: device had migrated but unsure where/migration of essure device location of device:coils seen in part of endometrial cavity, not visualized in left tube, questionable position of left coil') in an adult female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, breast carcinoma, mastectomy bilateral, fibrocystic breast, uterine tenderness and abdominal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension, high cholesterol, abdominal pain, breast cancer, hemorrhagic cyst, adenomyosis and chronic cervicitis. Concomitant products included tamoxifen. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) bled for 5-6 weeks everyday") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia) bled for 5-6 weeks for everyday"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("complication of device removal"), abdominal pain lower ("across lower abdomen about 1-2 inches from naval/cramping") and post procedural haemorrhage ("post procedural bleeding"). The patient was treated with analgesics, d and c and surgery (total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, device expulsion, complication of device removal, vaginal haemorrhage, heavy menstrual bleeding, ovarian cyst, dysmenorrhoea, weight increased, abdominal pain lower and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, complication of device removal, device breakage, device expulsion, dysmenorrhoea, heavy menstrual bleeding, ovarian cyst, post procedural haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (date of removal 2016 and (B)(6) 2013 discrepancy was noted), right tube # of coils: 4 left tube # of coils: 6, on (B)(6) 2013, one device was removed. Right tube # of coils: 4 left tube # of coils: 6. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Pathology test - on (B)(6) 2020: inactive endometrium, negative for hyperplasia and malignancy adenomyosis. Chronic cervicitis. Ovaries and fallopian tubes without significant pathologic abnormality. Essure coil identified at right cornu. Ultrasound pelvis - on (B)(6) 2013: transabdominal and transvaginal pelvic ultrasound findings: an intrauterine device appears appropriately positioned within the endometrial canal. Impression: complex 32 mm sized left ovarian cyst likely represents a hemorrhagic cyst. Follow-up. Imaging is suggested to confirm resolution in 2-3 cycles. Intrauterine device appears appropriately positioned.; on (B)(6) 2013: essure coils seen in part of endometrial cavity (and rt fallopian tube; not visualized in lt fallopian tube). Impression: lt ovarian complex structure decreased on size (1.8 x 1.8 cm ) second new complex cyst also noted 1.2 x 0.9 cm. Hsg: (B)(6) 2013, (B)(6) 2013, (B)(6) 2013: coils seen in part of endometrial cavity, not visualized in left tube. They could not see the device in the left tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, device expulsion, ovarian cyst. Pelvic pain, .left lower abdominal pain lot number: a66678, manufacture date: 2012-10, and expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-dec-2021: medical record received. Reporter, medical history and lab data were added. Essure removal date and surgery updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: device had migrated but unsure where/migration of essure device location of device:coils seen in part of endometrial cavity, not visualized in left tube, questionable position of left coil') and device breakage ('during removal only able to remove one side, I still have part of essure still inside of me') in an adult female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, breast carcinoma, mastectomy bilateral, fibrocystic breast, uterine tenderness and abdominal pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension, high cholesterol, abdominal pain, breast cancer and hemorrhagic cyst. Concomitant products included tamoxifen. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) bled for 5-6 weeks everyday") and menorrhagia ("abnormal bleeding (menorrhagia) bled for 5-6 weeks for everyday"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("complication of device removal"), abdominal pain lower ("across lower abdomen about 1-2 inches from naval/cramping") and post procedural haemorrhage ("post procedural bleeding"). The patient was treated with analgesics, d and c and surgery (to remove the essure implant). Essure was removed on (B)(6)2013. At the time of the report, the device expulsion, device breakage, complication of device removal, vaginal haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, weight increased, abdominal pain lower and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, complication of device removal, device breakage, device expulsion, dysmenorrhoea, menorrhagia, ovarian cyst, post procedural haemorrhage, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: (date of removal 2016 and (B)(6)2013 discrepancy was noted), right tube # of coils: 4 left tube # of coils: 6, on (B)(6)2013, one device was removed. Right tube # of coils: 4 left tube # of coils: 6 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Ultrasound pelvis - on (B)(6)2013: transabdominal and transvaginal pelvic ultrasound findings: an intrauterine device appears appropriately positioned within the endometrial canal. Impression: complex 32 mm sized left ovarian cyst likely represents a hemorrhagic cyst. Follow-up. Imaging is suggested to confirm resolution in 2-3 cycles. Intrauterine device appears appropriately positioned.; on (B)(6)2013: essure coils seen in part of endometrial cavity (and rt fallopian tube; not visualized in lt fallopian tube). Impression: lt ovarian complex structure decreased on size (1.8 x 1.8 cm ) second new complex cyst also noted 1.2 x 0.9 cm. Hsg: (B)(6)2013: coils seen in part of endometrial cavity, not visualized in left tube. They could not see the device in the left tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, device expulsion, ovarian cyst. Pelvic pain, .left lower abdominal pain lot number: a66678 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.